Event description:
It was reported through the physician's clinic notes that the vns battery may be close to end of life. It was noted that the physician was unable to interrogate the vns. A battery life calculation was performed which showed the patient had approximately 0.5 years remaining until the vns generator was at neos = yes. Though there are approximately 17 months of missing information in the battery life calculation, it was found that the vns settings were the same at every check of the device that is known to the manufacturer. It was later reported by the company representative that the patient lives in a group home and it is hard for the patient to communicate and it is unknown if the patient is still able to feel stimulation or not. It is also known, through additional used of the physician's programming system, that the programming system was working properly. Re-implant surgery is expected, but no surgical intervention has occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Date of this report; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported the patient underwent surgery on (B)(6) 2015. It was noted the surgeon was able to interrogate the old generator. Attempts for additional relevant information have been unsuccessful to date.